Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported their heartstart mrx has a worn therapy cable and is requesting part replacement. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.